Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable results for elecsys prolactin assay (prolactin) and elecsys testosterone ii assay (testosterone) on 1 patient sample. Out of the data provided, the testosterone result was erroneous. The prolactin reagent was expired. The customer stated that the erroneous result occurred after testing for elecsys folate iii (folate) on sample a. That sample had a result of 20.00 ng/ml with a data flag >test on it. They had performed quality control, but all the quality control results were in error. It was noted that the quality control results of prolactin and testosterone were >test and the signal were much lower than the quality control executed before. Subsequently, testing was performed on a sample from another patient, sample b. The result of 5.52 nmol/l for testosterone was obtained on sample b and reported out to the physician who stated it did not match the patient's clinical picture and the physician asked for the sample to be repeated. The repeat result was 1.2 nmol/l. The testosterone reagent lot number was requested but not provided. There was no adverse event. The field service representative performed liquid flow cell cleaning three times. They performed the repeat test that resulted as 1.2 nmol/l for the testosterone. Performance testing was performed and the result was good. They then ran sample a again and found protein gel in the assay cup. Sample b was run again and the testosterone was 6.43 nmol/l, the signal was low again. Performance testing was executed again and the results were not within parameters. Liquid flow cell cleaning was done three more times. The quality control was run again and the results were "ok". It was noted that on sample a the customer had obtained a total protein result of 101.0 g/l and an albumin result of 26.7 g/l. The labeling for the folate reagent states: "samples with extremely high total protein concentrations (e.g. Patients suffering from waldenstrom's macroglobulinemia) are not suitable for use in this assay, since they may lead to the formation of protein gel in the assay cup. Processing protein gel may cause a run abort. The critical protein concentration is dependent upon the individual sample composition."

Manufacturer narrative:
The customer noted that the phenomenon has occurred several times this year. It was found that 5 patients tested for folate had high total protein (>100 g/l). Two known issues of the phenomenon occurred on e601 analyzers. No further details were provided on additional events. On (B)(6) 2016, the customer experienced the protein gel issue again, this time with approximately 14 additional patient samples that had questionable test results for multiple tests. The questionable results were received after the system tested a sample that for the elecsys vitamin b12 immunoassay (b12) on the e411 analyzer. T after finding the results, the customer stopped the system and performed a system volume check maintenance. Upon doing this, the customer received an alarm indicating the system volume check was out of range. The customer executed 3 liquid flow cleaning cycles, but this did not resolve the issue. The field service engineer visited the site and found contamination inside the measuring cell. He washed the measuring cell and ran performance testing. Performance testing was ok. The 14 patient samples were repeated after the service actions and the results were said to be ok. The customer repeated the sample that had been tested for b12 and found formation of protein gel in the assay cup. They also tested this sample for folate, but no protein gel was formed. This sample had a total protein result of 126.0 g/l. The sample was repeated for b12 and formation of protein gel was found during the second incubation. During the pre-wash step, the system stopped when trying to pipette the gel. Investigation of this event is ongoing.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The affected patient samples were requested for investigation, but could not be provided. The root cause likely relates to a high protein concentration in the samples, which may lead to the formation of a protein gel in the assay cup. The gel may disturb the measurement run of the sample. This limitation is covered in product labeling. No other reagent specific abnormalities were detected from the information provided, so a general reagent issued can most likely be excluded.